Event description:
Three 1.5 x 4 coils would not advance into the catheter, and so were not used. The 1 x 3 coil would not exit the green sheath, so it also was removed from the sterile field. The procedure was able to be completed with multiple additional micro-coils, which included 3 target 360 ultra 1.5 mm x 3 cm. There were no complications.